Manufacturer narrative:
The device ro 08 003 has been inspected for investigation purpose. The tests performed confirmed that the support arm adaptor was damaged. This part was replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the head holder adaptor was jamed and the support arm adaptor was non-functional. It has been reported that the surgery has been cancelled